Event description:
It was reported by the sales rep that black oil was noted prior to use. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
On oct 8, 2007, the saw involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the saw performed within specifications.